Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and possible loosening/cystic changes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
Upon additional information received it was noted that this component is not reportable. The pain and possible loosening/cystic changes have been attributed to the tibial and talar components and have been reported in MFR# 3010667733-2023-00097 and MFR# 3010667733-2023-00099.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and possible loosening/cystic changes.